Manufacturer narrative:
Product event summary: the pscc100 pulseselect¿ pulsed field ablation loop catheter with lot 0012840701 was returned and analyzed. Anomalies were identified during visual inspection of the array, shaft, and handle. The spiral array was observed to be inverted and knotted. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed functional testing with a generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating the steering knob clockwise and counter-clockwise) was performed and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks or other anomalies were observed along the extended portion. Electrical continuity testing did not reveal any anomalies. In conclusion, the catheter did not pass the returned product inspection due to an inverted and knotted array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the pulseselect catheter circular array appeared deformed on fluoroscopy once it was advanced into the left atrium. After withdrawing the catheter back into the sheath and attempting to readvance, the catheter did not make a circular array. The catheter was replaced. The case was completed. No patient complications have been reported as a result of this event.